Event description:
It was reported that tow tct75's were used during a lobectomy. It was reported by the affiliate that both instruments locked out. A new instrument was used to complete the case. There was no consequence to the pt.